Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding tube of kangaroo connect pump feeding bag was detached from cartridge. No patient injury was reported. Additional information received on 10-aug-2021 stated that leaking occurred during the incident due to the detachment.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for evaluation. The sample was visually evaluated; the pvc tubing was found to be disconnected from the cassette which could cause leaking. The tubing line from the bag was noted to be cut therefore a functional evaluation could not be performed. However, the reported issue was confirmed based on the available information. As part of continuous improvements, a corrective action has been opened to determine the root cause and action plans. All actions will be designed to prevent the reoccurrence of the detachments. This complaint will continue to be used for tracking and trending purposes.